Event description:
It was reported that while hcp opened groshong 4f catheter to place in a patient, he saw traction in catheter while assembling for procedure and hence he used other fresh pack of groshong 4f catheter and completed procedure. 07/26/2023 it was found during an investigation that there is a sharp bend in the stylet extending past the metal cannula.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent stylet is confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter kit was returned in open packaging. The product label indicated lot: regn3971. The catheter and kit components were present within the open tray. The catheter was returned cut in two sections at the 40 cm depth marker. Blood residue and evidence of handing was noted. The flushing hub stylet was returned outside of the catheter and contained a sharp bend in the stylet extending past the metal cannula. The bend present in the stylet was the likely contributing factor to the resistance within the catheter; therefore, the complaint is confirmed but the exact cause remains unknown. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause. H3 other text : evaluation findings are in section h11.